Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that there was an impedance issue in the operating room during a generator change. Patient and product information are unknown. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was later received regarding the impedance issue in the operating room. The patient was scheduled for a battery replacement due to normal depletion. The end of life indicator could be seen since the middle of 2022. Pre-op x-rays were taken which showed continuity of the system. During the replacement surgery, the old generator was removed with no breakage seen on the lead or with the connection between devices. A new generator was connected, and high impedance was seen. A second, new generator was then attached to a test resistor in the accessory kit. Impedance was as expected when a generator is connected to the test resistor, within normal limits. This generator was connected to the existing leads, and high impedance was seen. The leads were then replaced and connected to the second, new generator. Impedance was good. It is likely that the high impedance would have been seen with the patient's initial battery, but it was depleted. Based on the age of the devices (implanted in 2016), it is likely that the high impedance is related to device failure (lead fracture). Impedance resolved with a full revision. No other relevant information has been received to date. Suspect device (explanted lead) has not been received by the manufacturer to date.